Manufacturer narrative:
Known thrombus MFR: 2916596-2024-00389. Section a4- patient identifier and weight were requested; information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had known outflow graft thrombus. The patient has had some slightly out of range pump parameters noted on the log files.

Event description:
It was reported that the patient had gastrointestinal bleeding. The clinicians have administered 11 units of packed red blood cells (prbcs) but have had a difficult time getting it under control.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's vitals were stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombus cannot be confirmed through this evaluation. Additionally, the report of elevations in pump power and flow cannot be confirmed based on the evaluation of the submitted log files. A specific cause for the changes in pump parameters and the reported gastrointestinal (gi) bleeding, along with a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. Review of the submitted log files revealed that the pump was operating as intended above the low speed limit for the duration of the log file. No elevations in pump power or estimated flow were observed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists the adverse events, including device thrombosis and bleeding, which may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.